Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that patient was injected with juvéderm® volux¿ xc. Patient was previously injected with unk dermal filler. After the injection, patient started to have intermittent swelling in the area of filler. Patient was treated with hyaluronidase and steroids (injected and oral) to resolve. Patient continue to have recurrent episodes of swelling. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, unk dermal filler.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional reported that patient was injected with juvéderm voluma® xc into the hands. Two and half months later, patient was injected with 2 ml of juvéderm® volux¿ xc in the jawline and 1 ml of juvéderm volbella® xc in the tear trough. Three months later, patient was injected with juvéderm® volux¿ xc in the jawline. The patient developed an inflammatory response at the site of previous juvéderm voluma® xc injection in the hands along with swelling in the areas where juvéderm® volux¿ xc has been injected. The patient was initially treated with oral antibiotics and steroids. About two months later, patient was administered a course of oral prednisone. About two months later, another round of prednisone and injections of hylenex into the affected areas on two occasions. A month later, another hylenex injections were administered. Patient continue to have recurrent episodes of swelling. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the third suspect product, juvéderm volbella® xc.